Event description:
It was reported that the needle moved forward when the pod was activated and the pink slide did not move forward; this indicates a needle mechanism failure. It was reported by the patient that the patient¿s blood glucose (bg) reached greater than 400 mg/dl while wearing the pod between 25 and 36 hours. As treatment, a new pod was placed.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Locked down smartphone: lockdown. Omnipod software app version: 3.1.6. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: data not available.

Manufacturer narrative:
The pod was received fully deployed. No damages or defects to the needle mechanism were observed that could contribute to the reported needle mechanism failure. The needle mechanism was reset using the lock and load fixture and it deployed successfully. The pod data shows the pod completed more than 200 pulses and typical user-device interaction was observed. No problem was found.